Event description:
A distributor in ireland reported a cartridge alarm during pumping, identified as alarm 20, on a pump that was still under warranty. There was no impact causing the customer¿s blood glucose level to exceed 500 mg/dl. The customer attempted to resume insulin therapy but was unsuccessful due to the recurring alarm. Technical support assisted the customer and decided to replace the malfunctioning pump. The customer will use manual daily injections as a backup therapy, has been instructed to put the pump into storage mode, and will return the pump using a pre-paid label.